Manufacturer narrative:
(B)(4). Based on the information provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. (B)(4).

Event description:
The conductors of the right ventricular lead were noted in an x-ray image to be externalized. The lead was capped and replaced and the patient was stable.

Manufacturer narrative:
Although the lead was capped in (B)(6) as was previously reported, the replacement lead was implanted (B)(6) 2017.

Event description:
The lead was replaced (B)(6) 2017 and the patient is well.